Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple inappropriate therapies by the right ventricular (rv) lead. It was noted that the rv lead had several oversensing episodes detected. It was also noted the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to the multiple inappropriate therapies. The lead was capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.